Manufacturer narrative:
Cerner contacted all potentially impacted client sites on (B)(4) 2014. Each client communication included a description of the issue and notifies them that the software modification preventing future observations from being duplicated has already been deployed. Each communication also includes information regarding recovery activities. Cerner corporation considers this issue to be resolved and no further narrative is required for follow-up.

Event description:
The issue may occur when using cerner caretracker on an ipad for entering long-term resident care observation data. The synchronization process may cause one or more observations to be duplicated in the caretracker database. When this occurs, the duplicate observations may adversely affect observational alerts that are used for assessment follow-up. Cerner has ot received communication on any adverse patient events as a result of this issue.